Event description:
According to the distributor's report, during an eyebrow laceration closure the adhesive inadvertently dripped into the pt's eye and glued the eye shut. The eye was flushed with saline and ophthalmic ointment was applied. The customer was advised to apply sterile petroleum jelly to the eye; then, gently try to open the eye. The pt was referred to an opthalmologist. No further info is reported.